Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported upon turning off the vaporizer, there was no flow of oxygen through the circuit. There was also no flow when the user attempted to use another vaporizer after turning it off. As a result, the user had to use the vaporizer for the duration of the procedure. The vaporizer is manufactured by another company; however, the user believes the heart lung console was not functioning as expected. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.